Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -9.00. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo 12.1 -9.00 diopter implantable collamer lens in patient's left eye on (B)(6) 2016. Low vault was noted. The lens was explanted on (B)(6) 2016 and exchanged for a longer length lens. This resolved the problem. On (B)(6) 2016, patient's last visit; bcva was 20/25. See MFR. #2023826-2016-00335 for right eye.

Manufacturer narrative:
Corrected data: (B)(4). Device evaluation: product evaluation found that the lens was returned dry on the product in the lens case/vial. There was also clear residue/debris on the product. Visual inspection found the lens to have no visible damage. (B)(4).